Event description:
Physican reported that filter legs were crossed upon delivery and didn't adhere to cava wall. The dome formation was satisfactory. Didn't use cold saline. A cook straight catheter was used to tease the filter legs partially open. Device remains implanted with legs crossed in 2 groups of three legs each and appear to have adhered to the wall; user did not feel it was necessary to deploy a second filter.